Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading was not taken. The drive support cap was flush. The insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. A scratched lcd window and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.